Event description:
Mar cor purification installed a 10 cubic foot carbon tank in the clinic's pretreatment portion of the reverse osmosis water system in (B)(6) of 2013. Mcp was notified on (B)(6) 2014 that the carbon tank feed side union leaked and sprayed water on the ceiling. The water was deflected onto the top of the clinics cwp reverse osmosis water system causing the electronics and main control panel to become wet. This caused the cwp to stop generating reverse osmosis water resulting in the delay of patient treatment.

Manufacturer narrative:
Due to the water saturation of the electronics and main cwp ro control panel the customer was advised to replace the entire cwp ro control panel. Patients were not able to dialyze until deionized water tanks were brought online, after which all patients were able to be dialyzed. There were no reports of patient illness or injury as a result of this incident. Mar cor purification will continue to monitor this complaint within the complaint system.